Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the turbine was corroded. It was considered likely that the corrosion to the device identified during analysis was caused by the drying of the saline infusion that had been used during the procedure. As the rotawire used in the procedure was not returned a test wire was used for analysis. During analysis, the rotawire was able to be removed and fully reinserted into the device with no resistance or issues. The rotapro advancer was connected to the rotapro control console system. The device stalled and would not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. After destructive testing was performed, it was found that the shutter was damaged. The damage present could lead to fiberoptic interference.

Event description:
It was reported that the burr was stuck on wire. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, the rotation speed was not stable, and it only increases for about 5000 rpm. Consecutively, the wire got stuck with the burr during dynaglide mode. The device was removed together from the patient. The procedure was completed with another of same device. No complications were reported, and patient was good after the procedure.

Event description:
It was reported that the burr was stuck on wire. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, the rotation speed was not stable, and it only increases for about 5000 rpm. Consecutively, the wire got stuck with the burr during dynaglide mode. The device was removed together from the patient. The procedure was completed with another of same device. No complications were reported, and patient was good after the procedure.